Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was defective. It was also noted that the display was defective with bleeding pixels, the upper case was broken, the lower case was broken and contaminated and the battery drawer was damaged. (B)(4).

Event description:
It was reported the device fails battery change test; the device powers off within 5 seconds of battery removal. The device was returned for repair. There was no patient involvement.